Event description:
During a rectum cancer resection procedure, after fired the device, the surgeon found about one third staples were malformed as "u", not "b". Another device was used to complete the procedure. There was no pt consequence.